Event description:
It is reported that a portion of the impactor pad fractured off.

Manufacturer narrative:
Eval summary: three radial markings located on the portion of the impactor pad near the fracture match the diameter size of the trunion feature on the nexgen fluted stem mobile tibial plates. These radial markings indicate that the flat end of the impactor pad was likely used to impact the top of the trunion creating an edge load on the impactor pad and causing a portion of the impactor pad to fracture. This model of failure would be caused by misuse of the mbk tibial impactor. As returned, a portion of the impactor has fractured off the device and was not returned for review. Aside, from the fractured piece, the instrument is in good condition. Device history records indicate all components were manufactured and inspected to spec. The instrument has a potential field age of approx 18 months.